Manufacturer narrative:
Section b5: correction - the centrimag motor was also exchanged and is captured under MFR 2916596-2019-03153. Manufacturer's investigation conclusion: the reported event of the console alarming and no flow and rpm was not confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) was not returned for analysis and no log files were submitted for review. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The cause of the event is unknown. The cmag console was also exchanged and is captured under MFR 2916596-2019-03153. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag (cmag) console alarmed showing no flow and no rpms. The cmag console and motor was successfully exchanged with the backup cmag system. The patient's mean arterial pressure (maps) dropped to 50s but quickly recovered.